Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). (B)(6). The reporter¿s complete address was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had an excessive noise level-(db). It was further determined that the control had a crack, the motor was hot and the fuse wire was not working. It was further determined during the pre-repair diagnostics assessment that the device failed for motor thermistor between assessment, handpiece temperature assessment, noise assessment and for air pump assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during maintenance, it was discovered that the motor device had issues locking into the attachment devices. During service and repair pre-testing, it was observed that the device failed for motor thermistor between assessment, handpiece temperature assessment, noise assessment and for air pump assessment. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.